Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear and brown residue on the lens. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear and brown residue on the lens. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.0/+5/x126 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vaulting, the pupil can not contract, and elevated iop. In the same day, the lens was exchanged for shorter lens. The problem was resolved. As of the day of MDR submission, the lens has been returned, but not yet evaluated.